Event description:
It was reported through a service report that the power pro that will not go up or down, and there was a report of leaking base cylinder. No adverse consequences have been reported.